Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus did not align with the cursor on the screen. The connection between the printed circuit board (pcb) and the overlay was reseated. Analysis also noted that the power cord bay door tab was broken. The power cord bay was replaced. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display could not be calibrated and the stylus would not work on the display. It was noted that the stylus was changed, but the issue persisted. The programmer was returned for service. There was no patient involvement.